Event description:
It was reported "PICC line placed. Intermittent loss of internal 3cg reading. Upon removal of internal stylet wire the end, approximately 3cm was observed to be broken and nearly detached. Reviewed inserters procedure, difficulty advancing catheter around shoulder area, repositioning of arm allowed catheter to advance. Upon removal, inserter noted the wire had an almost 90 degree bend to it. Concern from inserter was wire could have broken off."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refu0711 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a frayed wire is confirmed but the exact cause remains unknown. One 3cg t lock stylet assembly was returned for investigation. One break in the distal end of stylet polyimide tubing was observed. The break in the tubing was located 2.6 cm from the distal end; however, the core wire was observed to be intact which retained the components within one segment. Microscopic observation revealed multiple kinks in the polyimide tubing leading to the break location. The surface of the break was observed to be compressed likely due to kinking prior to fracturing. The stylet polyimide tubing was cut near the proximal break location. The wall thickness was measured and found to be within specification. Based on the condition of the returned sample, likely contributing factors include advancement against resistance and stylet kinking during advancement. Since the stylet was observed to be broken, the complaint is confirmed but the exact contributing factors remain unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "PICC line placed. Intermittent loss of internal 3cg reading. Upon removal of internal stylet wire the end, approximately 3cm was observed to be broken and nearly detached. Reviewed inserters procedure, difficulty advancing catheter around shoulder area, repositioning of arm allowed catheter to advance. Upon removal, inserter noted the wire had an almost 90 degree bend to it. Concern from inserter was wire could have broken off."